Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. In this case, there was no reported device malfunction associated with the clip delivery system (cds). Based on the information reviewed, a conclusive cause for the reported cardiac arrest could not be determined. The hypotension appears to be related to the cardiac arrest. The reported patient effects of hypotension and cardiac arrest are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report hypotension, cardiac arrest, medical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed under the leaflets to prepare for grasp. However, the patient¿s blood pressure dropped. The anesthesiologist was pushing medication to increase blood pressure. The heart rate dropped and the patient went into cardiac arrest. The steerable guide catheter and cds were removed. Cardiopulmonary resuscitation was performed, and the patient was revived. The physician stated that this event is not due to the clip, but this cannot be confirmed. The patient is stable. The procedure was aborted. No clips were implanted, and mr is 4+. The patient remains hospitalized. A surgical procedure is being planned, but not yet performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.